Event description:
Litigation papers allege aches and pain in his left hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6),2010.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update 04/16/2013 - patient's primary and revision operative records were received. Records indicate upon revision cloudy metallic fluid with metallosis was encountered with greenish discoloration to the inferior aspect of the liner of the cup. The cup was found to be more vertical than was placed, probably secondary to loosening. There is no new information that would change the existing MDR decision.

Event description:
Update 04/16/2013 - patient's primary and revision operative records were received. Records indicate upon revision cloudy metallic fluid with metallosis was encountered with greenish discoloration to the inferior aspect of the liner of the cup. The cup was found to be more vertical than was placed, probably secondary to loosening. There is no new information that would change the existing MDR decision.